Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open and could not be recovered, and a hard reboot of the machine did not resolve the issue. A field service engineer (fse) performed troubleshooting and identified that a faulty retractor band was causing the failure. The system was powered down, and the retractor band was removed and replaced, with all cables reseated. The device was rebooted and tested, followed by cleaning of cubie trays and reseating of cubie tray connections. The unit was reassembled, rebooted again, and verified to be functioning correctly through hardware test applications, with successful confirmation obtained through customer inventory testing. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 was failed to open and not detected on bus. Customer tried to recover and reboot the machine, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.